Event description:
A hospital in (B)(6) reported via fisher and paykel healthcare's office in (B)(4), that 1 airlife and 1 cardinal allegiance breathing circuit (2 in total) developed holes which caused air leaks. Both breathing circuits were used in a set-up that included fisher and paykel healthcare's mr730 respiratory humidifier ('the humidifier'), (B)(4) heater wire adapter and (B)(4) temperature probe. The breathing circuits were used with a 'holder' (a cardinal part) and melted within 24 hours of each other. The ventilator issued a low pressure/leak alarm whilst the humidifier issued a low temperature alarm. The hospital further advised that the pt was unharmed. No pt consequence was reported.

Manufacturer narrative:
(B)(4). Conclusion: the mr730 respiratory humidifier is designed for use in hospitals to warm and humidify respiratory gases delivered to pts requiring mechanical ventilation. The humidifier is used in conjunction with the temperature probe and heater wire adapter to control the level of humidity delivered to pts. The hospital confirmed that the mr730 humidifier and accessories used in the hospital's set-up were operating correctly. We are therefore, unable to comment on the specific root cause of this incident in terms of the specific breathing circuits used in the set-up and their application. In this incident, it was noted that both the ventilator and humidifier had alarmed to alert the user to replace the damaged breathing circuit. Fph has received 3 other reports of similar events whereby non fisher and paykel healthcare approved breathing circuits/accessories were set-up with the mr 730 humidifier. No pt consequence/harm resulted. Our sales of mr730 humidifiers totals approx (B)(4) devices worldwide since 2001. Fph has contacted the MFR of the breathing circuits in respect of this incident.